Event description:
It was reported that during a lap cholecystectomy procedure, the device misfired. It was scissoring clips. They opened a new one to complete the procedure. No pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.